Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon neck. Based on the information provided, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1419201) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon ruptured on pullback, manual compression was held for 35 minutes. The patient was not hospitalized. Procedure type: coronary intervention.